Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops. The submitted log files contained overlapping data spanning from (B)(6) 2021 23:00:19 through (B)(6) 2021 11:15:03. The log files captured intermittent low speed hazards including 13 pump stops on (B)(6) 2021 while the patient was supported by the power module. The pump stops were accompanied by low-speed events as low as 0 rpm, and low flow hazards were captured during these events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. A distal-end driveline replacement was performed on (B)(6) 2021 under and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 2-3" and 11.5-12.5" from the metal connector. Two small tears in the silicone jacket were observed 11-12¿ from the metal connector. Upon removal of the silicone jacket, the bionate layer was unremarkable. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 2¿, 3¿, and 5¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21apr2015. The heartmate ii lvas instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021, with multiple pump off alarms throughout their history. The alarms were seen on (B)(6) 2021 (21:53), (B)(6) 2021 (02:53), and (B)(6) 2021 (02:25, 22:55, and 23:25). The patient remembers bending in some fashion or sitting on the system controller before the alarms sounded. There was concern about internal damage to the driveline. Technical services reviewed the log file and confirmed the data showed multiple pump stops (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The submitted x-ray images were unremarkable. A driveline repair was performed on (B)(6) 2021 and a driveline fault and driveline disconnect occurred at 10:27-10:35. After the driveline was repaired, there were no further speed drops less than the low speed limit or pump stops. The low speed and pump stop events occurred while using the power module and showed a potential issue with the driveline with short to shield.